Event description:
Device 1 of 3. Reference MFR report: 1627487-2011-10276, 10277. The patient received the scs system on (B)(6) 2011 which consisted of an ipg, two leads (same lot) and two lead anchors (same lot). It was reported the patient had not charged the ipg or turned stimulation on since implant. When the st. Jude representative met with the patient at the physician's office, communication was established with the ipg; however, programming could not be performed as a result of a low battery level. Follow up information revealed the physician removed the entire scs system due to infection (explant date unknown). There was not a st. Jude representative present at the time of explant. No further information is available at this time.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.